Manufacturer narrative:
The returned device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
The arm of the inserter is broken off. There was no report of patient involvement.

Manufacturer narrative:
Corrected information: h3. Yes. H6. Investigation findings: 3251. Investigation conlusion: 22. H10. Visual inspection of the device confirmed the distal arm has sheared off. The distal arm did not return with the device. The arm of the inserter is a subcomponent which features an ipsilateral prong that attaches to the interbody spacer for insertion. This type of damage is consistent when force is applied during impaction/insertion of the interbody spacer causing the distal arm to detach from the shaft. Labeling review: "warnings/cautions/precautions: potential risks identified with the use of these fusion devices, which may require additional surgery, include device component failure, loss of fixation, pseudoarthrosis (i.e., non-union), fracture of the vertebra, neurological injury, and/or vascular or visceral injury." "Possible adverse effects: possible adverse effects include: 1. Initial or delayed loosening, bending, dislocation, and/or breakage of device components."